Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was an additional lead that was attempted during the implant procedure. However, upon slitting the lead catheter, the r-wave amplitudes dropped below acceptable parameters. The operating physician decided to remove the lead and use a different model lead.

Manufacturer narrative:
Correction: aware date: (B)(6) 2018. Due date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.